Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak during a testosterone IV push administration using a bonded texium syringe. The leak was noted to have occurred between the luer lock and the hub of the texium connector. No visible cracks were observed and there was no patient harm.

Event description:
The customer reported a leak during a testosterone IV push administration using a texium connector. The leak was noted to have occurred between the luer lock and the hub of the texium connector.